Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer attempted to robotically place a clip across a vessel and the clip failed. The customer manually removed the clip with a robotic grasper instrument. When trying to remove the medium-large clip applier instrument from arm 3, it would not release from the arm. After attempting to remove the instrument for 2 minutes, the customer tried to use the emergency release kit, however, it was unsuccessful. The customer pressed the emergency stop button three separate times and the instrument was backed out of the patient. The technical support engineer (tse) suggested using another instrument to pry the clip applier off the arm, but the issue remained. The issue went for approximately 25 minutes before the release key was used to successfully remove the medium-large clip applier instrument from the arm. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have both grip and pitch input disks broken. Input disks 5, 6, and 7 were found completely broken from the inside of the housing. This causes the instrument's inability to be removed from the robot.

Event description:
Refer to h10/h11 for follow-up information.